Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon device was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010 ((B)(6); weight unknown). According to the complainant, the nurse tested the balloon prior to it being introduced into the scope; the balloon inflated with no issues. The balloon was used successfully to sweep the common bile duct a couple of times with no issues, however on the third sweep the balloon popped. The balloon was exchanged for a new extractor rx retrieval balloon with no further issues. The procedure was successfully completed with no patient complications. The patient was reported to be okay at the conclusion of the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. (B)(4): the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.